Event description:
On (B)(6) 2012, the pt reported that she could not get the cannula to release from the insertion device. She turned the device to look at the problem and it fired next to her face without the release button being pressed. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The insertion device was requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The linkassist (serial no. (B)(4)) meets the specifications. The problem mentioned by the customer could not be reproduced. The device were optically and technically controlled and passed all the tests.